Event description:
It was reported the subject device had an error message. The event was found during before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - unique device identifier (UDI), d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image, faulty charged coupled device and failed leak test on the focus knob. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the error malfunction and failed leak test on the focus knob was due to component failure and poor color image was due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.